Event description:
Attorney alleges plaintiff is suffering severe and disabling injuries as a result of a disease process that is the result of implantation of breast implants. The breast implants were defective and unreasonably dangerous in that the defects in the implants resulted in their failure thereby permitting the leakage of silicone and silicone gel which migrated throughout plaintiff's body causing her injuries and damages. Operative report states pt and removal and replacement due to asymmetry.